Manufacturer narrative:
Olympus technical assistance center personnel instructed customer to connect the light source cable to the light source port on the cv-190 it to the light source port on the cv-190. Nbi is now enabled and can turn off and on. Should additional information become available prior to the investigation conclusion, a supplemental report will be provided.

Event description:
As reported, the led light on the evis exera iii xenon light source was not illuminating. According to the initial reporter, the narrow band image was disabled. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In troubleshooting by the service department, it was confirmed the device worked normally after reconnecting the cable. Based on the results of the investigation, there was no abnormality in the subject device and the event occurred because the light source cable between the cv-190 and the clv-190 was detached. The instructions for use have the following statement which can prevent the event: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result."